Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the channel cleaning brush is consumable and may be bent and kinked by deterioration from repeated use, which could be broken at use. The event can be detected/prevented by following the instructions for use which is stated in: gif-h190n IFU: reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.5 manually cleaning the endoscope and accessories¿. The brush must be checked for abnormality and breakage before/after using the brush. In order to prevent breakage, the brush must be replaced periodically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a clog in the channel by the brush. There was no patient involvement.